Manufacturer narrative:
The device was returned for analysis. The stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 14th, 38th and 39th distal stent wraps with struts raised and overlapping. There was a kink on the distal shaft; 7.9cm proximal to the distal tip. Slight deformation was evident to the distal tip.

Event description:
The physician used a resolute onyx drug eluting stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the proximal rca. There are no abnormalities reported in relation to the anatomy. There was no damage noted to the packaging. There were no issues when removing the device from the hoop. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. Approximately 75 % residual stenosis remained after pre-dilation. Stent deformation occurred in vivo during positioning/advancement. It is reported that after a poba angioplasty was performed, an attempt was made to insert the reported resolute onyx but the device was unable to cross the lesion. When the device was pulled out, the stent was deformed. Resistance was encountered when advancing the device. Excessive force was used during delivery. The device did not pass through a previously deployed stent. Post dilation was not performed. The procedure was completed. The device was replaced and an onyx 3.5/30mm was implanted. An onyx4.0/18mm was additionally implanted in the proximal lesion.there is no patient injury.